Event description:
It was reported that pump housing was damaged so cartridges did not seat properly. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.